Event description:
Surgeon called to describe the following: revision of trident cup and ceramic liner. Surgeon discovered upon opening up patient that the trident ceramic liner had shattered, the ceramic head was starting to wear away at the metal on the trident cup causing metallosis. Revised acetabular components with titanium revision cup and ceramic liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR# 2249697-2012-01551.